Manufacturer narrative:
Investigation summary: two (2) photos were provided by the customer for investigation, photos show that the thumb presses have a piece broken off. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the rods. Another possibility is that the plunger rods were damaged during the insertion process into the barrel. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full which reduces the risk of damage. Bd acknowledges that the returned photos had plunger rods which were damaged with pieces broken off of the thumb press. No corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml plunger broke. This was discovered during use. The following information was provided by the initial reporter: material no. 301035 batch no. 7051533 and 8023777 it was reported the syringe plunger broke while taking the diluent. The reason of this notification is to inform you about a quality defect, which was reported to have broken the syringe plunger. "Description of discrepancy: breakup of the syringe plunger while taking the diluent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7051533, medical device expiration date: 2022-02-28, device manufacture date: 2017-02-20. Medical device lot #: 8023777, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml plunger broke. This was discovered during use. The following information was provided by the initial reporter: material no. 301035, batch no. 7051533 and 8023777. It was reported the syringe plunger broke while taking the diluent. The reason of this notification is to inform you about a quality defect, which was reported to have broken the syringe plunger. "Description of discrepancy: breakup of the syringe plunger while taking the diluent."